Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the provided complaint product, operative notes, photography, and patient x-rays confirm the reported material fracture. The device evaluation determined the humeral tray taper has fractured with the taper portion being retained in the nano humeral component. The fractured device was submitted for fracture analysis. Post-fracture damage obliterated fracture surfaces and there were few visible artifacts to provide a conclusive fracture analysis except a hinge artifact which suggests the fracture may have traveled superior to inferior. Material analysis confirmed the tray was manufactured conforming to material specifications. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 115732 compr nano hmrl pps 32mm 524510, xl-115366 acrom xl 44-41 std hmrl brng 145140, unknown glenosphere, unknown baseplate. Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left shoulder was revised within thirteen days from patient experiencing pain due to a slight tilt of the humeral tray being noted. The humeral tray was discovered to be fractured. A delay of one hour was noted due to difficulty in removing the fractured implant from the humeral component. No further patient consequences were reported.